Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they performed a study which was short. Technical support was not able to lmi onto the computer. Customer emailed the study for review. Received the study, and after viewing it, the study only lasted for 2:57. As a result of this short study, tech support will request a capsule replacement. There was no harm to the patient or user but a repeat procedure was necessary.

Manufacturer narrative:
Investigation summary: the following investigation is based on accuview graph, risk assessment and IFU. The total time of the study is 02:58 hours instead of 24, 48 or 96 hours. Because information sent from the customer only includes accuview graph, the conclusion of the investigation cannot be determined. A root cause of the failure was not found. The final conclusion of the investigation is that the failed study occurred due to suspected capsule/recorder failure. If information is provided in the future, a supplemental report will be issued.